Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeled adhesive around the objective and light guide lens, and a burnt forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the forceps elevator burn event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. A root cause for the adhesive peeling events could not be identified. Based on the results of the investigation, the most likely cause was also not established. The forceps elevator burn event can be detected/prevented by following the instructions for use which state: evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.